Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump emitted sounds consistent with a rewind and appeared to initiate a supply change after a low-insulin alert was acknowledged, leading to disconnection due to concern for malfunction and subsequent oral carbohydrate administration; the caregiver also reported an insulin odor and apparent site leakage, and the user later reconnected to the device. Symptoms included hypoglycemia with sleepiness, headache, and nausea. Outcomes included unexpected medication intervention with oral glucose and a serious illness criterion due to the low glucose event. Investigation included communication with the caregiver and analysis of information provided, along with internal engineering log review. Investigation of this case revealed insufficient information to confirm a device problem or component involvement, and no findings were available from the information provided or logs beyond user selection of the supply change option after the low-insulin alert. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.